Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), hi mg/dl and 240 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he self-treated with 25 units of fast acting insulin, documented as humulin r and 40 units of his slow acting insulin, documented as nph. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking from the trocar when no instrument was in the port. A second cylinder was used to compensate for the loss of co2. The surgeon decided to convert to an open procedure due to the patient's size. The conversion was not due to the trocar issue.